Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results and product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (dom 19114-0259-p) for the device would not charge and was completely dead. There was no reported patient or user involvement and no adverse event to patient or user was reported. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. The battery was received partially charged (80% capacity at minimum) and was able to charge in both the mrx heartstart unit and cadex c7200 battery analyzer. After charging the battery, the unit was able to successfully deliver all attempted shocks and the delivered energy was measured within passing range. The battery was then successfully calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Event description:
It was reported to philips that the battery (dom 19114-0259-p) for the device would not charge and was completely dead. There was no reported patient or user involvement and no adverse event to patient or user was reported.